Manufacturer narrative:
The device history record for the lot number provided will be reviewed. The sample associated to this report is currently in transit to the mfg site for investigation. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report.

Event description:
The customer reported that during a routine exchange (re cannulation) they detected a continuous disconnection between the outer and inner cannula. This caused a limitation in performances of the unit. No complications were reported and no urgency intervention was necessary.